Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Customer successfully loaded a new cartridge and resumed insulin delivery, and was able to reload the original cartridge and continue insulin therapy, resolving the issue.